Event description:
The manufacturer received information alleging a "ventilator service required" alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed pneumatic test (flow verification: measured tidal volume) during testing. The device's flow sensor and 3-way solenoid valve were replaced to address the issue. Additionally, not related to the issue the system board and internal battery were replaced to address error codes discovered in the event log. The in-line proximal filter has debris and was replaced.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "ventilator service required" alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed pneumatic test (flow verification: measured tidal volume) during testing. The device's flow sensor and 3-way solenoid valve were replaced to address the issue. Additionally, not related to the issue the system board and internal battery were replaced to address error codes discovered in the event log. The in-line proximal filter has debris and was replaced. The 3-way solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the 3-way solenoid valve functioned as designed and operated without issue or error codes.